Event description:
Customer reported broken tubing. Details of events are as follows: IV pump beeped "air-in-line" on a levophed infusion. The nurse removed the tubing from the pump and the clamp appeared to be broken, therefore, the nurse decided to change the tubing. While the nurse was changing the tubing, the pt's blood pressure dropped and the levophed (concentration 8mg/500ml) the pt was receiving was increased from 1.4mcg/kg/minute to 2mcg/kg/minute in order to increase the blood pressure. There were no label tests or additional medications required.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.